Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula that resulted in an external leak. It could not be determined when this tear occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms indicating that there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 21 mmol/l (378 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.